Event description:
During verification testing at the service center, the device alarmed with an s205 (backup battery failure).

Manufacturer narrative:
The device was received on 09/16/2013. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.